Manufacturer narrative:
The insulin pump passed the displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was having trouble holding the button down. She finally was able to hold it down and the device alarmed no delivery. Then she rewound and insulin did go through. Then device alarmed a different alarm. Customer's blood glucose was 159 mg/dl during the no delivery alarm. Troubleshooting was performed for no delivery and the device functioned correctly no anomaly was noted. Troubleshooting for keypad anomaly was performed due to buttons not working properly. Customer didn't know her blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.